Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and the reported issue was not observed. The valve set was analyzed at various points throughout the prime and verify process and pump calibration process. A leak was not verified on all inlet ports during ui flush after prime and pump calibration delivery process. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked lipids at port 1 or 2 during manipulation. This was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter additional phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.